Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an itchy skin irritation under the lifevest. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Patient reported that the irritation is getting better.